Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the cobra grasper instrument cable broke at the tip. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was loose at the tip because it was broken at the clamping pulley. The housing was removed to find pitch cable broken at the clamping pulley. The cables grooves exhibited white residue. Other backend cables were undamaged. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.